Event description:
It was reported that a broken needle occurred. The product was evaluated. An external visual inspection was performed and no damage. An internal visual inspection was performed and failed due to sensor out of needle. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.